Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the fixation of the scrap in mouth. The needle broke. The surgical time was extended by 1 hour and 30 minutes due to the product problem. An x-ray was performed for the express purpose of locating the needle, or confirming that all pieces were located. There was no patient injury.